Event description:
Pt reported that back to back tests performed on their surestep meter were 162 and 203 mg/dl (22% diff.). Control tests result was within range (113). In addition, the pt reported frequent urination and feelings of drowsiness. There was no allegation of harm.